Event description:
The following has been reported: "during preventive maintenance the error 30 occured. Therefore the cpu board was replaced. After the replacement of the spare part the pump worked again. No patient was involved." Error 30 is defined by the technical manual as a timekeeper issue. Reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.